Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the werewolf wand showed wear or detachment of metal material at its tip, the ablation button was pressed with no effect on the use of the wand. Settings total 0:39 hi0:15 vac0:17. The device did dislodge metallic material inside the patient, the metallic material was not recovered, the residue was left inside the patient (like frost). The procedure was successfully completed with non-significant delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The saline line is cut from the device. The tip is worn from use and has a missing portion of its electrode. The top electrode ball and plating are missing. Product was out of the original packaging. No packaging returned. Functional evaluation revealed plugging the unit into a controller causes a wand end of life error. Using bypass software the wand produces plasma at the remaining electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states an undated photo of the device was provided for review and confirms the breakage of the electrode. The werewolf wand is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported retained material could not be definitively determined. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. The root cause for material separation has been associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. The root cause for ablation button not working could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.